Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap low anterior resection on (B)(6), the surgeon¿s assistant (family doctor, who has fired the stapler in the past, but not frequently) fired the device after 2-3 times to get the stapler and anvil aligned. The specimen came out and two perfect donuts were formed. When the nurses did their count at the end of the case they noticed that there was no anvil, by then the incision was closed. They performed an x-ray and the anvil was 100% in the bowel above the anastomosis. Upon consultation with another general surgeon they decided to leave the anvil in the bowel to remove at a later date after the anastomosis had time to heal. At this time the patient had been in surgery for most of the day as it was a difficult case with lots of adhesions. They did a number of x-rays over the christmas long weekend and noticed that it has not moved. On (B)(6)they did a flexible sigmoid scope and easily removed the anvil with no injury to the anastomosis. The patient was discharged on (B)(6), which was within the normal discharge period for a lap lar at the hospital. The complaint device has been discarded.